Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that during a lap. Appendectomy, there was no tone while trying to activate the system with the hand activation feature enabled. They tried 3 disposables, 2 handpieces and another generator and could not get the system to work. The doctor converted to an open procedure to remove the appendix.